Event description:
On (B)(4) 2013, it was reported that on (B)(6) 2013 the patient's infusion device displayed e6 (mechanical error). The device's accessories were changed and it worked as it should. The patient has experienced erratic blood glucose levels from 50-300 mg/dl. On (B)(6) 2013, his blood glucose level was 51 mg/dl and he ate 1.5 be and went to bed. Two hours later his blood glucose level was 305 mg/dl and correction was made via the infusion device. Two hours after that, his blood glucose level was 230 mg/dl and an additional correction was made via the device. The following morning, the patient's blood glucose level was 290 mg/dl and the device was displaying e6. The patient switched to a different device and his blood glucose levels returned to normal. The patient's mother thinks the device delivers an inaccurate amount of insulin and has lost confidence in the device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the pump was tested on the diagnostic test system and meets the specifications.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.